Manufacturer narrative:
The t:slim user guide states, "it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump am/pm time settings were set incorrectly. Customer's blood glucose level was in the 200 mg/dl range. The customer successfully adjusted the pump time to be accurate.